Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Discarded by user.

Event description:
It was reported that the tip of the device was broken; this poses the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Event description:
It was reported that the tip of the device was broken; this poses the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.